Event description:
The rv lead was not capturing and experienced an increase in thresholds to a high threshold value.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, fatigue and diaphoresis post operatively after their implantable pulse generator (ipg) system implant procedure. It was found the right ventricular (rv) lead had dislodged. The rv lead was not capturing and experienced an increase in thresholds. A lead revision procedure was performed the next morning and the lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.